Event description:
Clinical study. Same case as 2134265-2009-03428. It was reported that following a coronary artery stenting procedure, the pt expired. Lesion 1 was located in the mid left anterior descending (mid lad). The physician treated the lesion with direct stent placement of a 3.00x16mm taxus express2 stent, reducing the stenosis to less than or equal to 30%. Lesion 2 was located in the left main (lm). The physician treated the lesion with placement of a 3.5x8.00 mm taxus express2 stent, reducing the stenosis to less than or equal to 30%. Lesion 3 was located in the obtuse marginal (ob) and was attempted to treat with a 3.5x12 mm taxus express2 stent, however, the physician was unable to cross the lesion. Revascularization was incomplete. The distal circumflex artery, the lad apical, the first diagonal the posterior descending artery, and the mid left anterior descending (mid lad) were not treated due to "insignificant vessel to be dilated". The obtuse marginal was not adequately treated due to "total occlusion". The pt was discharged 10 days later on, amongst others, aspirin and clopidogrel. About 1394 days after the index procedure the pt expired. The pt died of an intracranial hematoma caused by a fall down the stairs at his home.

Manufacturer narrative:
A review of the mfg documentation for this batch found that the devices met their material, assembly and product specs at the time of release to distribution. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.